Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 with high blood glucose and diabetic ketoacidosis. The customer stated she was treating with manual injections, but experienced nausea and vomiting, and was taken to the emergency room by her boyfriend. The customer was admitted into the ICU. Blood glucose at the time of the admission was 781 mg/dl. The customer was treated with insulin drip. She was wearing the insulin pump at the time of the incident. The customer stated she had issues with the infusion sets. The cannula was coming in and out of her body and was given infusion sets with a 9mm cannula. The customer also reported that the insulin pump had cracks on the lcd screen and casing. The customer confirmed the device had been dropped a few times. Blood glucose at the time of the call was 186 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.